Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02659 and 1627487-02660. It was reported the pt has not experienced effective stimulation coverage nor adequate pain relief since her implant. Reprogramming efforts were unable to resolve the issue. It was reported the pt will be reprogrammed again in approx one month.